Event description:
Additional information found the patient's ipg was explanted and replaced on (B)(6) 2020 to resolve the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The patient's ipg was replaced to reestablish effective therapy. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent a surgical procedure on (B)(6) 2020. The patient¿s ipg was not put into surgery mode. After the surgery, the ipg would not connect and the message "generator unavailable, cannot connect to generator" was displayed. As a result, surgical intervention may occur if the ipg is found to be inoperable.